Manufacturer narrative:
One sample device was received for investigation. No damage or anomalies were observed during visual inspection. The reported issue was confirmed when the inflation test was conducted on the received sample, and the sample cuff was deflating during inflation. The source of leak was traced to a tear in cuff. A review of manufacturing device history records found no observations recorded to suggest an issue of this nature would occur with this lot of product. Due to the testing that occurs during manufacture along with the fact the device functioned as intended in the pre-use check, the investigation attributed the root cause to user interface, likely a failure occurring during tracheostomy procedure or during use due to contact with a sharp edge. No actions have been taken at this time.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was inflated properly during the pre-use check. However, after the customer intubated the product into the patient, the cuff got deflated, then, would not be inflated back again. No patient injury.